Event description:
Post procedure, when the flexor sheath was being removed through a previously implanted stent within the vessel, the sheath became entangled with the stent, resulting in a separation of the sheath. The pt was taken to surgery to remove a small section of the indwelling sheath and was later sent to recovery without further incident.